Event description:
It was reported that during a gastric bypass procedure, the device would not open and was stuck on tissue. It was fired two times the handle jammed before the third, probably because there was too much tissues in it. The surgeon cut around the device with a bistoury and completed with sutures. There was no consequence on the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.